Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was not confirmed as not all components were returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, no angiogram was performed. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a diagnostic procedure. Reportedly, a cuff miss occurred when retracting the plunger, no suture was visible. A second proglide device was used with the same results. A non-abbott device was used to achieve hemostasis. A femoral angiogram was not taken. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.